Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the insulin was squirting out during the manual prime process. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 206 mg/dl at the time of call. The customer's blood glucose was 201 mg/dl at the end of call. The customer's spouse stated that the drive support cap appeared normal. The insulin pump will not be returned for analysis.